Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle, one adapter , and one reload opened by the account. No additional visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 27 autoclave cycles for the adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 31 autoclave cycles for the handle. The codes were observed indicating that the firing stopped upon encountering an excessive force. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. A pmv representative reload and battery were utilized for functional testing of the handle and adapter. A pmv representative battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The pmv representative reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The reload was then cycled without hesitation or binding. The reload was loaded into the subject instrument handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. The sutures released properly. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. The returned reload as received by medtronic was found to not meet specifications and the reported condition was confirmed. A review of the handle, adapter, and reload device history records indicates the device lot numbers were released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur of the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device stopped firing halfway through the reload. The surgeon attempted to fire the device again but it would not fire. The device was able to be retracted and the staple line was finished with a manual device. There was no adverse event or injury reported.